Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was unable to engage the setscrew with the wrench when the physician attempted to reinsert the svc (superior vena cava) df1 lead pin. The implantable cardioverter defibrillator (ICD) was not used and a new ICD was implanted instead. No patient complications have been reported as a result of this event.